Event description:
It was reported that outside of surgery the device did not work perfectly, tearing tissue. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The device will be returned for analysis. The investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.